Event description:
A customer alleged that during a topic procedure, using an emphasis "I" disc, the laser's endpoint detection system did not properly stop the procedure. This alleged malfunction resulted in more laser pulses being delivered during treatment than intended.